Manufacturer narrative:
Block d2b: product code - additional product code qon. Block d10: model number/catalog number: 1201, serial number: (B)(6), batch/lot number: al1s841569, model/catalog description: tined lead, unique identifier (UDI) #: (B)(4). Block g4: premarket / 510(k) # - additional premarket/510(k) p190006.

Event description:
It was reported that the patient with this implantable neurostimulator had a fall that led to pain at the implant site and stimulation pain. The patient also experienced a loss of efficacy/stimulation after they had their fall. An x-ray confirmed that nothing had moved, and the patient's device was checked with the clinician programmer to confirm no impedances were showing. The patient would like to have their device revised. The patient had a full device replacement of both the neurostimulator and tined lead, which resolved the patient's issue. The patient is stable and doing well. There were no other issues or complications reported.